Manufacturer narrative:
Optimized ortho launched an investigation into this event. No complaint devices were returned to optimized ortho by the customer. Thus, the device history were investigated which included reviewing ops processes, and any available pre and post operative imaging of the patient. All manufacturing steps of implant positioning and report generation were reviewed. All operations were completed correctly according to the work instructions. No deficiency was found with any of the ops related process. The patient exhibited a large cyst in the superior acetabulum which is visible in ops insight. The cup was planned with 2mm of superior fixation however due to a large superior cyst there is limited bone stock to fixate the cup. The cup was planned according to ops protocol. The patient exhibited an unusual anatomy which could result in loosening. The surgeon had full visibility of the unusual anatomy and the cup placement prior to the case. Loosening after a total hip arthroplasty (tha) is influenced by multiple factors. These include the positioning of the acetabular component, the position of the femoral component, the anatomy of the patient, and the lifestyle of the patient post operation. As such, there are multiple factors that may have contributed to the revision which are outside the scope of this investigation. Therefore, the case is now considered closed.

Event description:
Trinity cup, liner, bone screw and head revision - cup loosening.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. This report is filed with the FDA due to an event experienced with a device that is same/similar to those placed on the market in the USA, however, this event occurred outside of the USA. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity cup, liner, bone screw and head revision - cup loosening.